Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17501282l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster, inc. - two st. Jude medical sl1 sheaths. Non biosense webster, inc. - st. Jude medical brk 71 cm needle. Agilis medium curl, 8.5 french sheath. Lasso catheter, model #: unknown, lot #: unknown. Carto 3 system, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4). Observed on the biosense webster, inc. The act was maintained at 250 ¿ 300¿s. The shaft proximity interference (spi) value was unknown. The smart touch bidirectional sf catheter was not in close proximity to another catheter. The lasso catheter was in the left super pulmonary vein (lspv). The smart touch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a patient, (B)(6), female, underwent a atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter and a cardiac tamponade which required pericardiocentesis and a pericardial drain. The patient's medical history is unknown. During ablation of the anterior part of the left inferior pulmonary vein (lipv), there was hemodynamic instability and a cardiac tamponade was confirmed through an emergency echocardiography. Hemodynamic stabilization occurred after the pericardium was punctured and insertion of a pericardial drain. A post procedure analysis of all the ablations points did not reflect any increase of impedance during radiofrequency treatment. Maximum force reached was 69grams. The event occurred during the ablation phase. The exact spot of the cardiac tamponade could not be defined. The patient did require extended hospitalization to further monitor the patient's the health status. The patient was reported to be in stable condition at the time the complaint was reported. The outcome of the adverse event was improved. The physician did not provide a causality opinion for the cause of this adverse event. The transseptal puncture was performed with two st. Jude medical sl1 sheaths and a st. Jude medical brk 71 cm needle. The agilis medium curl, 8.5 french sheath was also used during the procedure. There were no other known factors that might have contributed to the event . The generator was set at manual control mode at 25 watts and 45°c. The flow setting was set to 8ml/min. There were no error messages.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/3/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient, (B)(6), female, underwent a atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. During ablation of the anterior part of the left inferior pulmonary vein (lipv), there was hemodynamic instability and a cardiac tamponade was confirmed through an emergency echocardiography. Hemodynamic stabilization occurred after the pericardium was punctured and insertion of a pericardial drain. The event occurred during the ablation phase. The exact spot of the cardiac tamponade could not be defined. The patient did require extended hospitalization to further monitor the patient¿s the health status. The patient was reported to be in stable condition at the time the complaint was reported. The outcome of the adverse event was improved. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.